Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler curved tip 30 instrument involved with this event and failure analysis investigation has been completed. The customer reported failure was confirmed. The stapler was placed on an in-house da vinci system and it failed to initialize. The stapler's housing was removed and the bearing that mates with the roll friction lock was found to be broken and corroded. This caused the stapler to fail initialization. Further analysis determined the breakage to be related to stress corrosion. This event is being reported due to the following conclusion: the endowrist stapler curved tip 30 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported during da vinci pulmonary lobectomy surgical procedure, the endowrist stapler curved tip 30 instrument failed to initialize. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.